Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350cc saline breast implant, catalog # 3501655, lot # 263412. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline implants, catalog # 3502400, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 55 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline implants, catalog # 3502400, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).